Manufacturer narrative:
Patient information was unavailable from the site and will not be provided. Suspect thoracic probe not returned to manufacturer for evaluation. Part not returned.

Event description:
A medtronic representative reported that, while in a spine procedure, a straight thoracic probe was damaged. The tip of instrument twisted while used in the vertebra body. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.